Manufacturer narrative:
Failure analysis noted that the pump had scrambled display after inserting the battery. The problem was isolated to the lcd board. The pump had cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a display anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 257mg/dl. The customer stated that the numbers are going crazy and she could not see anything. The pump alarmed battery out limit and she replaced the battery but the screen was still rolling. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced.t he device was returned for analysis.